Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads. The visual inspection of the returned product noted the reloads were partially fired with the interlock engaged. The anvil clamping mechanisms were deformed. The jaws were open. Staple pushers were visible at the 4 cm cut line of the first two reloads, and the 5 cm cut line of the third reload indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reloads were loaded into the subject instrument for functional testing. The interlock was overridden and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer reports that during a sleeve unter coelioscopie, the pliers staples only one part (1 cm) on all the length. More the pliers blocked.